Manufacturer narrative:
It was reported that the ventilator trolley has a half of the rear wheel off the roulette, and that the balls inside pop out and cannot be installed. The review of the received photos, and the evaluation of the returned goods can confirm the reported issue. The mobile cart could move without causing adverse effects, but if the wheel error would have been more severe, the cart instability could have lead to accidental extubation or injury. The reported unit was delivered in may 2020, the precise cause of the reported physical damage cannot be determined by this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the rear wheel of the ventilator's trolley dislodged and fell off. There was no patient harm. (B)(4).